Event description:
It was reported by the patient's family that a humming/clicking sound was heard and the patient reported feeling a "jolt". Three days later it was reported by the clinician that pacing impedance fluctuation and a possible lead fracture occurred. It was further reported that a lead integrity alert (lia) was triggered for right ventricular pacing impedance of greater than 2000 ohms. Additional information obtained from the clinic noted the humming was related to the lia and that interrogation noted no therapy was delivered. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received noted there was increased varied lead impedances on the right ventricular pace/sense portion of the lead. The lead has been removed and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert occurred for out of tolerance subthreshold lead impedance. Weekly and daily pace lead impedance trend data show various spike impedance increases for max right ventricular pace = 376 to 2112 ohms range. The distal segment of the lead was returned, analyzed and no anomalies were found. It was noted the defibrillation doctor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, and there was blood in/on the helix/lobe mechanism (sleeve head) and apparent explant damage.

Manufacturer narrative:
Additional information received noted there was increased varied lead impedances on the right ventricular pace/sense portion of the lead. The lead has been removed and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert occurred for out of tolerance subthreshold lead impedance. Weekly and daily pace lead impedance trend data show various spike impedance increases for max right ventricular pace = 376 to 2112 ohms range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.